Event description:
Same case as 6000089-2006-0000827 and 6000089-2006-00833. Seventeen months after a coronary artery drug eluting stenting procedure the pt required a target vessel reintervention (tvr). Lesion 1 was a 2.5mm, 90% stenosed, 60 mm portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with ivus and direct stent placement of two taxus express2 8.8% 2.50 x 24mm drug eluting stents with a 2mm overlap. The lesion was post-dilated. Lesion 2 was a 3.0mm, 90%, 15mm long portion of the proximal left anterior descending (prox lad). The physician treated the lesion with ivus and direct stent placement of a taxus express2 8.8% 3.00 x 20mm drug eluting stent in the target lesion overlapping the previously placed stents by 2mm. Lesion 3 was a 2.5mm, 90% stenosed, 10mm long portion of the 1st diagonal (1st dx). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.50 x 12mm drug eluting stent in the target lesion. Lesion 4 was a 4.0mm, 75% stenosed, 20mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with direct stent placement of a taxus express2 8.8% 3.50 x 28mm drug eluting stent in the target lesion overlapping the previously placed stents by 1mm. The lesion was post-dilated. The pt was discharged 2 days later on plavix and aspirin. 17 months after the initial procedure the pt required a tvr of the lad. The physician successfully placed 2 johnson & johnson cypher stents in the prox lad. In the opinion of the physician the relationship of the tvr to the taxus stents is probable and there was in-stent restenosis of the taxus stents. The pt was discharged the same day.